Manufacturer narrative:
The subject sample provided was evaluated and confirmed tubing expanded to form a balloon shape which burst causing a separation of the tube, since the distal side appeared clogged with an unknown dried foreign material. However, process evaluation and tools were within specified requirements and there were no activities that could identified the cause of this type of damage in this particular device incident. The reported failure is more likely associated to the misuse of the product. The instructions for use note: tube maintenance 1. Follow your institution/facility/hospital protocol or clinician¿s order. 2. It is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube. The root cause was user related. All information reasonably known as of 20-oct-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 20-sep-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 25-aug-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the nasogastric (ng) tube broke and the broken part remained inside of the patient's body. The patient pulled out the ng tube and it was noted to be broken; x-ray confirmed 6.8cm of tube remanent still in the patient's stomach. The patient required endoscopic removal of retained tube remanent. The device was in use for 6-days. The feeding tube was placed with a stylet. The clinician reported using 10ml of flushed water through the side port to activate the internal lubricant prior to stylet removal.